Event description:
It was reported that a ventilator failure occurred during use and that the users could get the device back to work after restarting it. There was no detail in the report which would reasonably suggest that patient consequences may have occurred.

Manufacturer narrative:
The event was reported with more than one month delay to dräger; the user facility did not involve the local dräger s&s organization in examination of the device. Upon request for further information it was responded that no additional case details could be provided. The available information does not allow a case-specific evaluation and thus, a reliable conclusion about the root cause for the reported observation cannot be made. The device was in operation for more than 10 years; maintenance state is unknown. Since it was reported that ventilation could be resumed by restarting the device, in can be concluded that the error condition was of temporary nature only. There are multiple conditions imaginable that lead to a shut-down of automatic ventilation. The device will post a corresponding alarm to alert the user . Manual ventilation remains possible, even in switch-off state.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field. H3 : not returned to manufacturer.

Event description:
It was reported that a ventilator failure occurred during use and that the users could get the device back to work after restarting it. There was no detail in the report which would reasonably suggest that patient consequences may have occurred.

Event description:
It was reported that a ventilator failure occurred during use and that the users could get the device back to work after restarting it. There was no detail in the report which would reasonably suggest that patient consequences may have occurred.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.